Event description:
It was reported that the device delivered inappropriate shocks on noises detected. The patient will go through a new intervention where the lead will be tested. Possible scheduling of lead removal depending on electrical characteristics and patient status during intervention.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.